Event description:
It was reported that upon placing a locking screw in the distal hole, the screw would not lock. The surgeon tried a second locking screw of same length, and it apparently didn't lock either. Surgeon then removed plate and used a second plate, which was implanted without any incidence.

Manufacturer narrative:
Investigation in progress but not yet complete.